Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt due to embedment of the optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt due embedment of the optease filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records, indicate that the patient had a history of left leg deep vein thrombosis (dvt) and spinal surgery. Post the spinal surgery, the patient was noted to have developed non-occlusive popliteal thrombus. As the patient was unable to be anticoagulated, the filter was placed. According to the information received in the patient profile from (ppf), the patient underwent the unsuccessful filter removal attempt a month and eleven days post implantation. The patient reports to have a fibrin scar across the proximal portion of the filter and to have had back pain during the removal attempt. The patient also reports to be suffering from anxiety. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed retrieval attempt due embedment of the optease filter. According to the information received in the patient profile from (ppf), the patient underwent the unsuccessful filter removal attempt a month and eleven days post implantation. The patient reports to have a fibrin scar across the proximal portion of the filter and to have had back pain during the removal attempt. The patient also reports to be suffering from anxiety. The indication for the device implant was non-occlusive thrombus of the left popliteal vein, deep vein thrombosis (dvt), status post spine surgery and therefore could not be anticoagulated. The patient¿s medical history and the implant procedural notes have not been provided. During the retrieval attempt a fibrin scar was noted over the proximal portion of the filter preventing removal. The decision was made to leave the filter in place. There is currently no additional information available. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety and back pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.